Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation urethra, fistulae, bleeding, dyspareunia and neuromuscular problems[loss of sensation]. It was reported that the patient underwent mesh revision/removal of foreign body from urethra due to eroded synthetic mesh in urethra on (B)(6) 2006. On (B)(6) 2008, the patient had sling incision due to mesh extrusion and bladder outlet obstruction. (B)(4).